Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of the product shipment record found no problem with the device. Based on the results of the investigation , it was assumed that the image was no longer displayed due to the failure of the ccd unit. The failure of the ccd unit is caused by the material deterioration of the ccd sensor due to ultraviolet rays. Olympus will continue to monitor complaints for this device.

Event description:
As reported, the device screen is black. The issue found during an unknown event. There was no patient involvement, no user injury associated on this reported event.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found no image was displayed due to faulty a ccd (charge-coupled device) unit. Shortage in cable causing intermittent flicker in image was also observed. Based on evaluation findings, the reported issue was identified to be attributed to a faulty ccd and shortage in cable unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.